Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 493 mg/dl while wearing the pod between 36 and 48 hours. The patient had experienced both nausea and vomiting. The patient reports administering boluses and manual injections of insulin. Once at the hospital the patients pod was removed from the infusion site and the cannula was found to be bent. The patient was treated with intravenous fluids as well as zofran and manual insulin injections. The patient was prescribed zofran (4 mg) to be taken once every 6 hours. The patient was released from the hospital after 5 hours.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.